Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance in the exhaust connector. The connector panel assembly was replaced to remedy the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not allow the patient to exhale. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.